Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a surgery unrelated to their pacemaker on (B)(6) 2020. An interrogation revealed an end of service (eos) message on the pacemaker that was dated (B)(6) 2020. The eos message was incorrect, as the device was actually at the elective replacement indicator (eri) phase, and reset by programming. Device will continue to be monitored. Patient condition after the event was stable.